Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of atrial fibrillation with aberrant conduction. The patient was brought back in for an appointment and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event will be updated should pertinent information be received.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of atrial fibrillation with aberrant conduction. The patient was brought back in for an appointment and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information indicated the s-ICD exhibited untreated episodes with t-wave oversensing and changes in amplitude morphology measurements. Exercise testing was performed, and the morphology changes were able to be reproduced in multiple sensing vectors. The s-ICD system was reprogrammed and remains in service.